Event description:
The ventilator was hooked up to pt and the therapist heard the vent alarm and smelled smoke coming from the ventilator. The vent was removed and the pt was manually bagged until another vent could be hooked up to the pt. The vent will be sent to danvers for evaluation. There was no pt injury.